Event description:
This spontaneous device case, reported by a consumer who contacted the company to report a product complaint concerns a male of unspecified age and origin. Medical history and concomitant medications were not provided. The patient received an unspecified medication through a memoir burgundy/sample device, dosage and indication not provided, beginning two months ago (2008). Approximately three weeks ago, the patient noticed that the segment of the display window which displayed the dosage was missing some of the display segments. This case was associated with product complaint (lot 0708c02). The memoir burgundy/sample device was discontinued. The patient operated the device and his training status was not provided. The general device duration of use was two months. Use status was not provided. The device was returned on 06-oct-2008. Further information will be added when received.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.